Event description:
It was reported that the procedure was to treat the mid right coronary artery (rca) with heavy calcification and mild tortuosity. The 3.5x15 mm xience alpine stent delivery system (sds) was advanced to the target lesion with resistance with the anatomy noted and the stent dislodged. The delivery system balloon was used to inflate the stent in the proximal rca, completely outside the target lesion. Another xience alpine sds was used to complete the procedure. There were no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Electronic lot history record (elhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that resistance was met with the heavily calcified and mildly tortuous anatomy resulting in the reported difficult to advance. Interaction and/or manipulation of the device ultimately resulted in the reported stent dislodgement. As reported, the delivery system balloon was used to inflate the stent in the proximal right coronary artery, completely outside the target lesion. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.